Manufacturer narrative:
This is the final report. This case involves training issues and does not involve a product malfunction. No further investigation is required.

Event description:
Customer requested training on how to code her freestyle lite meter. Adc customer services referred customer to appropriated pages in users guide for assistance and educated customer about non-coded meter. Customer reported experiencing symptoms of headache, vomiting and diarrhea. Customer also reported going to a health care facility where she was diagnosed with severe hyperglycemia and treated with insulin and an IV. Customer further reported she was hospitalized for 3 days. There was no report of death or permanent impairment associated with this event.